Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set. Customer's blood glucose was 290 mg/dl. The infusion set was changed and a bolus was delivered to address bg. At the time of the report, bg was lowering.